Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old male patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and suffered a heart block requiring a temporary pacemaker implantation. Initially it was reported that after ablation, a heart block was noted when pacing was stopped. Sinus node, his, and conduction system were not touched. The cause was unknown. Temporarily administered in the intensive care unit. The physician commented that the opinion that there was no effect of the product. There was no information if the hospitalization was prolonged and if any intervention was performed. Multiple attempts were made to obtain clarification to this complaint. However, no further information had been made available. With the information available, this event was assessed as patient event non serious and therefore, not MDR reportable. It was not life threatening. Did not result in permanent impairment of a body function or permanent damage to a body structure; or did not necessitate medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure. The potential risk that it could cause or contribute to a serious injury or death to the patient was remote. Additional information was received on june 3, 2021 on the event. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that the cause could not be determined. A temporary pacemaker was inserted. Since a temporary pacemaker was inserted, this heart block event was reassessed to MDR reportable. Since the event was life threatening or required intervention or prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious and MDR-reportable. The awareness date for this MDR reportable adverse event is june 3, 2021.